Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. The initial reporter also notified the FDA on 01-aug-2022. Medwatch report # mw5111240.

Event description:
It was reported that the bd eclipse¿ needle snapped off when attempted to close it. The following information was provided by the initial reporter: safety cap on syringe snapped off when rn attempted to close it.